Manufacturer narrative:
It was reported that an equipment boom electrical rotational brakes disengaged when a cauterizer device was being used during a procedure. There was patient involvement due to the issue occurring during a procedure but there was no impact to the patient and caused no surgical delay. There were no reported injuries or adverse consequences. The equipment boom was manufactured before 22apr2020 and has the older style MFR board. Although we couldn't confirm the root cause we suspect the issue is most likely due to the previous version of MFR capacitive board. The newer revision capacitive touch board was redesigned and released back in april 2020 to be less susceptible to emi from high frequency devices. A stryker representative will be performing the pfa inspection and will install the current revision of MFR board and confirm that the boom is operational. Once additional information is obtained around this event, a supplemental will be filed.

Event description:
It was reported operating room 9 brake releases with use of cautery resulting in clicking noise. There were no reported injuries or adverse consequences.